Event description:
The customer reported a problem with the locks. No pt involved.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.